Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when the device was plugged in, the screen displayed an error during inspection for use involving an olympus autoclavable camera head. There were no reports of patient harm.